Event description:
It was reported that during a lap right hemicolectomy, the jaws did not open when the device was used on the ileocolic artery at the 1st firing. The clip was fully advanced into the jaws prior to the firing. There was no unexpected noise or resistance at the time of firing. Also, the deployed clip was formed properly. Although the surgeon tried to pull the trigger from the handle, the jaws did not open. The device was pulled out forcibly and the blood vessel was damaged. Another clip applier was used to repair and the case was completed. Blood transfusion was not required. There were no adverse consequences to the patient. After the event, the device was not fired at all. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st firing. What vessel or structure was the device fired on at the time of the event? Ileocolic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing?---no. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so what? ---no information. Did somebody other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Did the surgeon try to pull the trigger from the handle? Yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? Pulled off artery. Was there any tissue damage? Yes. If so, how was it repaired? Clipped with er320. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.